Manufacturer narrative:
Device evaluated by MFR. Promus premier ous mr 32mm x 2.50mm stent delivery system was returned for analysis. Examination of the stent identified stent damage. Stent struts in the mid-section were lifted from the crimped stent position and pulled proximally. The undamaged stent outer diameter was measured and the result is within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. An examination of the tip found no tip damage. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2021. It was reported that crossing difficulties were encountered. Vascular access was obtained via the right artery. The 70% stenosed, 2.50x30mm, concentric, de novo target lesion was located in the severely tortuous and severely calcified left anterior descending artery. The lesion contained <= 45 degrees bend. A 32 x 2.50mm promus premier drug-eluting stent was advanced but failed to cross the lesion due to calcification. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.